Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 625 mg/dl mg/dl. Customer addressed their bg with a bolus via pump, water, exercise and hot shower. Reportedly, the customer attempted to use the bolus delivery feature, however did not complete the sequence to deliver the bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.